Event description:
Information was received in july 2005 from a physician via another health care professional regarding a pt with a medical history of degenerative joint disease, who experienced a left knee effusion. The pt began treatment with synvisc in july 2005. On an unknown date after the injection, pt experienced effusion of the left knee. The physician drained the knee, and the pt decided not to continue treatment with synvisc. At the time of this report, the pt's outcome was unk. The physician had not assessed the relationship of synvisc to the event. Additional information was received in aug 2005 from the treating physician. The pt had a medical history of moderate grade osteoarthritis with joint narrowing and osteophytes. The pt was previously treated with steroids and viscousupplementation. The pt had 2 successful prior synvisc series in june 2003 and july 2004. Pt had no prior medical history of joint effusion. In 2005, the pt experienced pain, swelling and effusion (45 cc) in the left knee. The knee was aspirated and injected with intra-articular corticosteroid. The aspirate was not sent for analysis. The physician assessed the causality as definite. The symptoms resolved in jun 2005. Manufacturer's comment: synovial fluid or effusio should be removed before each injection of synvisc.